Event description:
The customer reported that the ventilator screen is freezing up with backup alarms failure. Review of the diagnostic log found 35 volt failure. The customer reported there was no patient involvement.